Event description:
Patient taken to operating room for exploration of non functioning port. Prior port incision was opened down to the presence of the port. It appeared that the catheter was kinked at the hub of the port. In attempt to better visualize the kind the surgeon pulled the port out of the subcutaneous pouch and noted only a portion of the catheter attached to the port. The catheter appeared ruptured at approx. The 7.5cm mark. C-arm was utilized to visualize the remaining portion of the catheter which appeared to be in the inferior aspect of the heart.